Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision with mentor memorygel breast implant 175cc and experienced a rupture on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 275cc, catalog# 3502751bc, serial# (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On 11/08/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor received additional information providing the serial number of the patient's impacted device (7574542-052) and the patient's date of implant ((B)(6) 2018). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/16/2019, mentor completed evaluation of the device. Device evaluation summary: during visual analysis of the device a rupture was noted in the anterior view, measuring approximately 1.8 cm. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).